Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set was damaged. The following information was provided by the initial reporter: they are having vacuums in the bags (ie drip chamber collapsing) which slows down the infusion.

Manufacturer narrative:
It was reported by customer that they are having vacuums in the bags (ie drip chamber collapsing) which slows down the infusion. No product or photo was returned by the customer. The customer complaint of the drip chambers collapsing could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.